Manufacturer narrative:
The event occurred when using an iridex cyclo g6 laser console with a micropulse p3 (mp3) laser delivery probe. Since neither device can be ruled out at the time of this MDR submission, iridex is reporting the cyclo g6 under MDR 2939653-2019-00002 and the mp3 probe under MFR report.

Event description:
Iridex received a report of scleral laceration following use of a micropulse (mp3) probe with the cyclo g6 laser console. The physician reported that the laceration appeared to reach almost all layers of the sclera. The patient in this case was undergoing a second micropulse transscleral cyclophotocoagulation treatment (mp-tscps) following initial treatment three months prior. The laser settings were within the recommended settings, 2000mw and the physician indicated that the upper and lower hemisphere of the left eye were reciprocated twice for 20 seconds in each direction. The physician reported that the patient was experiencing significant subconjunctival bleeding at the anesthesia injection site prior to receiving treatment. The physician performed the treatment and discharged the patient. The damaged scleral tissue was observed at the patient's 1-day post-operative follow up at which time the patient was hospitalized to treat the injury, reportedly with "a suture". The report was provided by iridex's distributor on behalf of the attending physician.